Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported the system booted to a charger fail on display. Reboot gave a regulator fail message.